Event description:
The service report shows while performing an unrelated service to the 7200 ventilator, the audio alarm didn't function during the pre-pt test. The cse replaced the power switch. The unit passed extended self testing.